Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 60-6085-202a, was being used during a procedure (not advised of type) when it was reported "device broke while in surgery. Tried to pull uterus out the vcare came out. And the tips with the balloon was left in the uterus. No patient injured." Further assessment questioning was sent to the reporter and a good faith effort was completed; however, the reporter has not responded to any request for further information to date. This report is being raised on the basis of injury due to the statement of "and the tips with the balloon was left in the uterus" and with no response from the reporter to advise that all components were removed.

Manufacturer narrative:
Received one 60-6085-202a opened with original packaging. The lot number of the device - 202011301 was verified. A visual inspection was performed and the green cervical cup and uterine balloon was completely off the printed v-care tube. Blue surgical thread was still attached to green cervical cup. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised to re-attach the syringe to the luer connector at the end of the pilot balloon; fully aspirate the air from the intrauterine balloon to deflate. This will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the thumbscrew counter-clockwise (anti-clockwise) and retract to the handle. A) swipe finger around the edge of the vaginal cup to separate tissue from the cup to prevent tissue damage. B) fully retract the vaginal cup to the handle. Carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device, and the patient, to make sure that the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. There are 5 parts/components to the vcare cervical elevator retractor. These are: 1) the balloon; 2) the forward "cervical" cup; 3) the back or vaginal cup; 4) the locking assembly with thumb screw; 5) the metal shaft and handle with balloon inflation valve. This issue will continue to be monitored through the complaint system to assure patient safety.